Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received.

Event description:
The customer reported that at 0600 a bag of heparin was programmed to infuse at 9.27ml/hr on channel c. Lactated ringers "was" also infusing at 100ml/hr on channel b. At 0700 two nurses did an independent double check of the pump devices. They reported an overinfusion of heparin on channel c and an underinfusion of lactated ringers on channel b. The patient required a stat cbc and coagulation studies due to an unspecified bleed.

Manufacturer narrative:
Although the customer reported the patient weight as (B)(6) the heparin infusion was programmed for a weight of (B)(6). The customer¿s report of an under infusion was not confirmed. Physical inspection of the device noted the instrument seal not intact. The only observed anomalies were dull iui connectors and a third party bezel assembly (elite biomedical). Analysis of the pcu event log shows at 6:27 am on (B)(6) 2018, the primary infusion completed and the device transitioned to kvo at the kvo rate of 20ml/hr. The user changed the vtbi to 500ml and started the infusion. A few seconds later, the user paused then infusion and then restarted at 6:28 am. At 6:33 am, the user paused the infusion and then restarted at 6:40 am. At 7:57 am, the user paused the infusion and then restarted 48 seconds later. At 7:58 am, the user paused the infusion and then restarted at 8:00 am. At 8:04 am, the user paused the infusion and then channeled the device off at 8:06 am. The volume recorded as being infused during this period was 144.94ml. Functional testing performed found the device to be delivering fluid within specification. There were no anomalies or leaks observed with the primary sets. The root cause of the customer¿s report of an under infusion was not identified.

Event description:
The customer reported that at 0600 a bag of heparin was programmed to infuse at 9.27ml/hr on channel c. Lactated ringers was also infusing at 100ml/hr on channel b. At 0700 two nurses did an independent double check of the pump devices. They reported an over infusion of heparin on channel c and an under infusion of lactated ringers on channel b. The patient required a stat cbc and coagulation studies due to an unspecified bleed.